Event description:
The spring is missing from the instrument and the attachment won't stay clipped in. Both pieces and spring were found and disposed of. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual examination of the device confirmed the complaint. The canted coil spring is missing from the instrument. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Drawing/specifications reviewed? Dwg-13762180 rev. H. Dimensional inspection: n/a. Device history lot: a DHR review was performed and no non-conformances or anomalies related to the reported allegation were identified. Device history review: a DHR review was performed and no non-conformances or anomalies related to the reported allegation were identified.

Manufacturer narrative:
Product complaint # b)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.